Event description:
Same case as MDR report #: 2134265-2010-02265. It was reported that during a percutaneous coronary rotational atherectomy procedure, a dissection occurred. The 90% stenosed lesion was located in the severely calcified, moderately tortuous distal left circumflex artery (lcx). The lesion length was 36mm. Access was gained through a left radial approach. The physician first attempted to advance a 1.5mm rotablator plus burr to the proximal lcx and performed ablation with a pecking motion at 200,000 rpms. However, the physician was unsuccessful in crossing the stenosis. The physician then exchanged to a 1.25mm rotablator plus burr, increased the rotational speed to 220,000, and was able to complete 5 ablation runs. However, the burr became stuck in the lesion and the system stalled. Angiography revealed occlusion of the lcx due to the stuck burr, the patient developed chest pain, and st segment elevation was observed. Simple manual pullback and on-dynaglide/off-dynaglide rotation of the burr were unsuccessful in burr removal. Then the burr was entirely entrapped and could not rotate anymore. The physician gained access through a femoral approach, and attempted to cross several devices to assist with removal of the 1.25mm burr however nothing was successful. The physician cut the shaft of the 1.25mm rotablator rotalink plus unit, inserted a non-bsc catheter over the shaft of the burr catheter as well as simultaneously pulling on the burr, and was able to remove the burr from the patient. No extravascular bleeding was confirmed via contrast media injection. Taking advantage of the child in mother technique, after several dilations with a 1.25x10mm balloon followed by a 2.5x15mm balloon, a 3.0x28mm liberte bare metal stent was advanced and implanted in the mid lcx with ease. Subsequent ivus showed dissection in the proximal lcx, therefore, a 3.0x12mm liberte bare metal stent was implanted. Additionally a 4.0x12mm liberte bare metal stent was implant in the left main. Final angiography showed an optimal result and the patient was free of chest symptom.

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).